Manufacturer narrative:
(B)(4). The reload was returned with the device.

Manufacturer narrative:
(B)(4). Batch # n57e04. Additional information: concomitant products: sr75, the reload will not be returned. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during a semi-open sigmoidectomy, the firing knob broke off at the fourth firing. At the firing, the doctor felt a resistance at staple-on-staple. Forceps were used to fire the device and to complete the staple line. The cartridge color was gold. There were no adverse consequences to the patient. No device will be returning.